Event description:
This lead was explanted due to high threshold and low sensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
On 5/2/2017 - we were notified that this lead was capped, not explanted. Removed the explant date. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.